Event description:
White fiber optic light cable began to flash. Noted "hot" odor coming from stryker light source. Removed white fiber optic cable from light source. Sterile cst stated "it shocked me". Surgeon closed patient's abdomen. No apparent burns noted on pt. Surgeon chose not to explore the abdomen. Pt taken to pacu in stable condition.